Manufacturer narrative:
H10: the philips service engineer (se) replaced the power management (pm) printed circuit board assembly (pcba), and the issue was resolved. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 was not powering on. The rse left a message with the field service engineer (fse) for more info. The fse responded, and reported that there were no issues during testing. It was also reported that the device would not power on. The fse reported that onsite service would be performed as a result. A philips service engineer (se) replaced the power supply and checked the front bezel connection, but the device failed to power on.